Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that the lens failed to eject. The healthcare facility has remarked that there were difficulties inserting viscoelastic in that it wasn't filling easily; however, no further observations regarding the product have been made. The surgeon advanced the plunger in the usual manner and the lens got stuck at the end of the injector. The surgeon discontinued use of the device and a back-up lens was prepared and used, the same issue recurred (see FDA MDR 3012304651-2024-00152). A third lens was prepared and implanted successfully. The healthcare facility confirms that there was no harm/injury to the patient as a result of the event; however, reports that surgery was prolonged. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient evidence and information available to determine the cause of the lens getting stuck in the injector in this case. Product return anticipated, not yet received. Our review of production records for the rayone aspheric rao600c batch 044239255 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 25th june 2024, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens failed to eject.